Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The data log showed that the complaint impella rp flex pump was used for only 15 minutes, achieving only flow rate of only 2.1 liters per minute while running on p8. No abnormalities were reported in the placement signal or motor current trend, and all optical parameters were within specification. Cvp was approximately 50 during the case. Subsequently, the pump was replaced with a new one. The data log indicated lower pump flow on replaced impella rp pump. Several suction alarms were reported with the left-side impella 5.5 used before the placement of the impella rp flex pump. According to the clinical findings, the patient required optimized left ventricular assist device support, so the impella rp flex was placed after the explant of the impella 5.5. The initial impella rp pump experienced low pump flow issues and was subsequently replaced with a new one. The cause of the low pump flow issue was patient condition related, based on data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 70-year-old female patient with right heart failure was implanted with an impella rp flex device for mechanical circulatory support. Following implant of an impella rp flex pump, the device was unable to obtain appropriate flows at maximum power level. Due to the low flow, the decision was made replace the device. There was no patient harm.